Event description:
As reported by the affiliate, the balloon of a 6x18mm palmaz genesis stent delivery system (sds) ruptured during initial inflation of the stent. The stent was not fully expanded; therefore, another balloon catheter was used to dilate the balloon. The procedure was successfully completed and there was no reported patient injury. The intended procedure was a stenting of target lesions located in both renal arteries. The characteristics of the vessels were unknown. For the procedure, a 6x18mm palmaz genesis sds was opened. There was no difficulty removing the balloon from the protective hoop. There were no kinks or other damages note to the device prior to insertion. The device was prepped normally. At first, the right renal artery was treated by a palmaz genesis without any issue. And then, the left renal artery was to be treated. Pre-dilatation was conducted with a non-cordis balloon catheter after engaging with a non-cordis sheath introducer and crossing the lesion with a non-cordis guidewire. After that, a 6x18mm palmaz genesis sds was delivered to the lesion. As the palmaz genesis was inserted into the patient, there no resistance friction experienced, and there was no difficulty advancing the device to and across the lesion. However, the balloon ruptured at 6 atmospheres during its initial dilation and leakage was noted from the balloon. The balloon had inflated normally before rupture. The contrast media, contrast-to-saline ratio, and the brand of indeflator are unknown; however, the same indeflator has been used successfully with other devices. It is unknown if the catheter was ever in an acute bend. The balloon did not seem to ¿stick¿ to the stent and did not kink while being used. The balloon catheter was removed easily from the patient with no resistance/friction reported, and the balloon was intact (in one piece).

Manufacturer narrative:
A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Complaint conclusion: as reported by the affiliate, the balloon of a 6x18mm palmaz genesis stent delivery system (sds) ruptured during initial inflation of the stent. The stent was not fully expanded; therefore, another balloon catheter was used to dilate the balloon. The procedure was successfully completed and there was no reported patient injury. The intended procedure was a stenting of target lesions located in both renal arteries. The characteristics of the vessels were unknown. For the procedure, a 6x18mm palmaz genesis sds was opened. There was no difficulty removing the balloon from the protective hoop. There were no kinks or other damages note to the device prior to insertion. The device was prepped normally. At first, the right renal artery was treated by a palmaz genesis without any issue. And then, the left renal artery was to be treated. Pre-dilatation was conducted with a non-cordis balloon catheter after engaging with a non-cordis sheath introducer and crossing the lesion with a non-cordis guidewire. After that, a 6x18mm palmaz genesis sds was delivered to the lesion. As the palmaz genesis was inserted into the patient, there no resistance friction experienced, and there was no difficulty advancing the device to and across the lesion. However, the balloon ruptured at 6 atmospheres during its initial dilation and leakage was noted from the balloon. The balloon had inflated normally before rupture. The contrast media, contrast-to-saline ratio, and the brand of indeflator are unknown; however, the same indeflator has been used successfully with other devices. It is unknown if the catheter was ever in an acute bend. The balloon did not seem to ¿stick¿ to the stent and did not kink while being used. The balloon catheter was removed easily from the patient with no resistance/friction reported, and the balloon was intact (in one piece). When the balloon ruptured, the stent was not fully expanded, so the stent was dilated with a balloon of the first palmaz genesis used for the right renal artery. Post-dilation was conducted with an aviator plus. The procedure finished successfully. There was no patient injury and the patient is currently fine. The product will be returned for analysis. One non sterile catheter ammia 6.0mm x 20.0mm was received coiled inside a plastic bag. The balloon was received deflated and appear have been inflated. There were blood residues observed in the returned device. No other anomalies were observed in the returned device. Leak test could not be performed due to balloon condition as received (balloon pinhole was observed at 1.3cm from distal tip end). Sem analysis was performed to identify the root cause of pin hole. Results showed that the external surface of the balloon presented evidence of little punctures. Also the internal surface of the balloon presented evidence of scratches. The marker bands did not presented any evidence of damages. No other anomalies were found during the analysis. Review of lot 15881171 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported balloon burst at/below rbp was confirmed through analysis of the returned device; however, the exact cause could not be determined. Vessel characteristics are unknown. Damage to the balloon as noted during analysis may suggest that the device came into contact with a rough surface during track to or within the target lesion. Balloon burst is a known procedural complication of angioplasty and stenting procedures where vessel characteristics often contribute to the burst. Neither the DHR nor the analysis suggests that the burst could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
When the balloon ruptured, the stent was not fully expanded, so the stent was dilated with a balloon of the first palmaz genesis used for the right renal artery. Post-dilation was conducted with an aviator plus. The procedure finished successfully. There was no patient injury and the patient is currently fine. The product will be returned for analysis. The balloon catheter of the stent delivery system is available for analysis, but has not yet been received. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. Concomitant devices: predialation was performed with a 4x15mm bandicoot rx, kaneka; sheath introducer: sheathless pv, asahi intecc; guidewire: cruise, sjm; unknown palmaz genesis sds catheter; and post-dilation was performed with an aviator plus, catalog 424-7015w.